Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26oct2018. Philips technical support suggested swapping out the video graphics array controller to resolve the issue. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the customer reported a blank display. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. Multiple attempts were made to contact the customer to obtain further information regarding the alleged issue. No response was received. Should further information be obtained, a supplemental report will be filed.